Event description:
Spontaneous call from patient. Pt reports pump issue with pump serial number (B)(6). She advised it gave an occlusion alarm and that she switched to the backup pump and had no further issues. Alarm error codes are unknown. Advised it was likely due to tubing issue and to continue to monitor. Not replacing pump at this time as likely due to line problem. Patient uses intravenous treprostinil via cadd solis pump, self mix. No further information available. Diagnosis for use: pah (pulmonary arterial hypertension).